Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they just charged the patient's battery and now the programmer is showing it's low. The battery also tends to turn off itself. Factors that may have led to the issue is that the patient has a broken hip but they did not mention how it happened. Additional information was received from a manufacturer representative (rep) reporting they did a system interrogation, recharger in terrogation, and patient programmer interrogation. The cause of the battery turning itself off has not been determined. They have initiated a recharger swap to see if this will help make it easier to recharge for the hospice staff.